Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a sore under the left electrode. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician advised to leave the lifevest off to allow the wound to heal. Patient advised a nurse applied a dressing over the wound. Follow up indicated that the patient had ended use and sore had improved.